Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl experienced foreign matter contamination.

Manufacturer narrative:
Investigation: complaint trending review of the lot for this issue reveals this is the first complaint for foreign matter on lot number 8242797, product code 306572. The non-conformance's were reviewed for this batch and there was no record of non-conformance associated with this batch for this defect. The sample received confirmed foreign matter present in the sample. It is possible that the foreign matter is a result of particles build up (polypropylene) on the equipment due to rail and barrel contact, therefore causing particles to adhere to the syringe.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl experienced foreign matter contamination.